Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint transmitter device was not returned to dexcom. The receiver device (str-gl-001/(B)(4). ), used with the complaint transmitter device, was returned on (B)(4). 2015. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. Ta review of the diagnostic chart confirmed the reported event of an intermittent out of range signal. A definitive root cause could not be determined.

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. The patient's wife did not report any injury or medical intervention.